Event description:
Additional information received stated that the device was cracked.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> examination of the returned device confirmed the reported damage. The investigation attributed the root cause to unintended user error and the need for corrective action was not indicated. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: d4 (lot #), d10 and h4 corrected: h1, h3 and h6 (device)

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral trial broke in 2 pieces, femoral trial cracked.